Event description:
It was reported that during implant attempt, both leads torqued out of position each time an attempt was made to deploy the helix. Multiple attempts were made to both leads. The leads were removed. No atrial lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. There was blood/body fluid in/on the helix mechanism. (B)(4) the full lead was returned and no anomalies were found.